Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one year after the implant procedure, the implantable cardiac monitor (icm) patient experienced pus at the site of implant. It was further reported that the icm subsequently "fell out" of the patient. The icm is no longer in use. The patient is a participant in the stroke af study. No further patient complications have been reported as a result of this event.